Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited an abnormal display. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Manufacturer narrative:
This report is based on information provided by a remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device showed an abnormal display. Available details indicated that the device showed an abnormal display. It was communicated that the customer would resolve the issue through a third-party maintenance company. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, we were unable to determine the cause of the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer opted to use a third-party maintenance company to resolve the issue. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.